Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. Additional information from the field representative indicated that the fracture was suspected via the lead's electrical parameters and that the fracture was located most probably down the heart. This lead was surgically abandoned and replaced with a competitor's product. No additional adverse patient effects were reported.